Event description:
It was reported that, during a scheduled generator change out procedure, this right ventricular (rv) lead exhibited pacing lead impedance (pli) measurements of greater than 3000 ohms as well as loss of capture at 5v when hooked up to a pacing system analyzer (psa). The physician explanted this lead and replaced it with a new rv lead. An x-ray was performed. The procedure was successfully completed. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was stretched out. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 5.2 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range impedance measurements and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that, during a scheduled generator change out procedure, this right ventricular (rv) lead exhibited pacing lead impedance (pli) measurements of greater than 3000 ohms as well as loss of capture at 5v when hooked up to a pacing system analyzer (psa). The physician explanted this lead and replaced it with a new rv lead. An x-ray was performed. The procedure was successfully completed. No additional adverse patient effects were reported. As of today, this lead has not been received by boston scientific for further investigation.